Event description:
It was reported that pump displayed data error alert and some history logs may have been erased, although caller did not report any issues with personal profiles or settings. There was no reported impact to the customer¿s blood glucose level. Customer was informed that insulin therapy was unaffected, agreed to continue using pump for insulin delivery, and no further corrective actions were documented.